Manufacturer narrative:
Estimated date of event. The two additional devices referenced are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with two proglide devices were attempted in a common femoral artery using the preclose technique prior to a large hole angiogram procedure. Reportedly, the sutures of two proglide devices were successfully placed. The procedure was completed; however, the knot of two proglide devices could not be advanced and the sutures were removed. The sutures of an additional proglide were deployed; however, an occlusion of the vessel occurred. A cut-down was performed to remove the sutures. The artery was sutured closed to achieve hemostasis. There was a reported clinically significant delay in the entire procedure. No additional information was provided.